Event description:
Event description cpi received information that this patient had arrested, received multiple aicd shocks that failed to convert requiring external rescue. Interrogation of the defibrillator showed all max energy shocks and high impedance with a possible open/fractured epicardial lead. The lead was removed from service. The device was deactivated and left in its abdominal pocket. A new pectoral system was successfully implanted.